Event description:
It was reported during gastric bypass the device was very hard to fire when closed on the stomach. The surgeon was only able to fire part of cycle. The firing knob was stuck and extremely hard to fire. Another device was used to finish the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking# 50570. D6: device returned with no lot identification. Proximate linear cutter: based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with a significant nick in the knife. Due to the damage to the knife, it appears possible that an attempt may have been made to fire the instrument across a hard object. The force to fire the instrument was measured & was found to be conforming with respect to mfg requirements. The lock out was reset on the returned cartridge & the instrument was fired with the returned cartridge. Despite the damage to the knife, the remaining staples fired & formed as designed with no difficulties noted. As the original cartridge was not received, further analysis could not be performed to determine if there was any damage that may have incurred during the first firing of the device.